Manufacturer narrative:
(B)(4). The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and found to be within expected limits. The reported field event of an extended charge time was confirmed in the laboratory via review of device image. The device was tested on the bench and no anomalies were found. The reported field event of an extended charge time was due to exposure to cold temperatures.

Event description:
It was reported that during device interrogation before implant, slow charge time and low battery capacity was observed. Device was not used.